Event description:
A continuous passive motion was found hyperflexed to 110. The continuous passive motion setting was to be at 5 to 40 degrees. These settings were verified; however, the continuous passive motion was hyperflexed. The patient was in pain; however, there was no injury.